Manufacturer narrative:
No anomalies detected by checking the sterilization charts of all the lot# involved (smr stem, lot# 201712287; smr reverse humeral body, lot# 201714676; reverse liner, lot# 2017at1p0; glenosphere dia.36mm, lot# 201606340; connector, lot#201713177; smr glenoid metal back, lot#201713511) on the overall number of pieces manufactured with these lot#, thus indicating that the products were correctly sterilized before being placed on the market. No other complaints received on these components. We will send a final emdr once the evaluation will be concluded.

Event description:
Shoulder revision surgery involving a smr reverse prosthesis was performed on (B)(6) 2018 due to infection. According to the info reported, primary surgery was performed on (B)(6) 2018. Then, few days after, patient presented to the emergency department with wound infection. Reverse liner and glenosphere dia.36mm originally implanted were replaced as per surgeon's decision. No info about germ responsible for infection. Event happened in (B)(6).